Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the lead had intermittent loss of capture and a possible fracture. The patient had syncope. It was noted that the patient also had myelodysplastic syndrome which the physician determined was the cause of the loss of capture. The lead was capped and replaced and the device was explanted and replaced.

Event description:
It was reported that numerous times since the last follow up visit, the ventricular capture management had found the lead thresholds to be too high to measure but the device has been able to lower the outputs after the subsequent measurements. It was further reported that the ventricular lead sensing has decreased. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Intermittent capture thresholds were noted. The average ventricular capture management threshold was 0.87 volts, max of 1.75 volts on (B)(6) 2012. The maximum threshold regularly exceed 2 volts. The maximum adapted amplitude varies between 2 and 5 volts. Ventricular auto-sensitivity dropped from 2.8 to 2mv around (B)(6) 2012. (B)(4).